Event description:
It was reported the staff was having vacuum problems during the procedure and determine the gray cable on the side of the driver was the problem. They were able to complete the procedure with no pt consequence by manipulating the cable. The customer later tested the system and reported the yellow vacuum light was intermittent when the cable was flexed.